Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer received a false positive result on 01-may-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 26549c, reader sn (B)(6)). Repeat cue covid-19 test(s) performed on (B)(6) 2023 and (B)(6) 2023 provided negative results. On (B)(6) 2023, customer tested negative with flowflex and binaxnow rapid antigen tests. Customer also states they tested negative with a sars-cov-2 pcr test on an unknown date. The customer has a raspy throat due to being at a concert the weekend prior but no other symptoms. Cartridges were stored within the validated temperature range. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00652 su on 31-may-2023. Please disregard MDR report nubmer 3016758165-2023-00652 su.